Event description:
Physio-control was performing periodic testing and maintenance on the facility devices. Physio evaluated the device and observed that the defibrillator did not output energy to a pt simulator.

Manufacturer narrative:
Physio-control opened the device, and observed a burned area on the biphasic pcb assembly. Physio replaced the pcb assembly and then, observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly, and determined that root cause for the observed problem was an electrically shorted, and burned capacitor designator c25.